Event description:
It was reported that the patient underwent a posterior spinal fusion at oc-t1. Sometime post-op, it was found that the plate was broken where connected with a rod and the set screw of c2 was migrated. The patient is asymptomatic so a revision surgery has not been scheduled yet. Bone union has not occurred yet.

Manufacturer narrative:
(B)(6). (B)(4). Location : hospital. This part is not approved for use in the united states; however, a like device catalog # 7755278, 510k # k091365 was cleared in the united states. The device was not returned for evaluation, however, films were supplied for review which found: complex cervical construct is seen extending from the occiput to t1. There is posterior vertex instrumentation as well as acdf c3-c6. The posterior instrumentation is showing several loose set screws near the crosslink at the occipital cervical junction.